Event description:
It was reported that an x-smart endo unit failed to auto-reverse properly, possibly causing a file to separate. The tooth was extracted in this case.

Manufacturer narrative:
Because eval of the unit involved is not complete as of this report and since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the device malfunctioned and that the malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for eval, though has not been returned as of this report.